Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were microscopically inspected and leak testing. It was found that both cylinders had holes in the outer tube caused by kink resistant tubing (krt) wear at the proximal end. Additionally, both cylinders exhibited leakage associated with krt wear in the same area. Momentary squeeze (ms) pump was microscopically inspected and leak testing. Ms pump passed visual inspection, leak and functional testing. Based on the information available and analysis results, the hole and leak identified in both cylinders could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The ipp was removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The ipp was removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.